Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). At this time, the suspect device has not been received by carefusion.

Event description:
The customer reported motor fault alarms while using the vela ventilator. The customer reported repeated failure when running through the leak test. The customer reported no patient involvement associated with this event.